Event description:
Patient is a type 1 diabetic who requires insulin. He used many devices over the years. For the last month he has been having issues with using the tandem autosoft xc infusion set. The infusion set is having issues delivering the insulin. The needle to pierce the skin is not breaking through the cannula. Most instances, the cannula is longer than the needle and can't deliver the insulin shot to the patient. He has made a complaint to tandem and they told him he has to visually inspect all the devices when he receives them. He stated customer service was horrendous. Tandem issued him a replacement device, an autosoft 90 which resolved the issue.